Event description:
Device is used for hernia repair. There is scaffolding that has to come off the device after the mesh is placed. The scaffolding was erroneously left behind however it is not radio opaque to confirm whether it was removed or still inside the patient. Product should be radio opaque since it has a removal part that must come out of the patient. This could prevent unnecessary exploratory surgery in future events. Company was contacted with suggestion but only advised that we should follow product use instructions with no further safety or preventative measures as suggestions to prevent this from occurring in the future to another patient. FDA safety report ID # (B)(4).